Event description:
New information noted, that the pacemaker and the right atrial lead was explanted and replaced on (B)(6) 2024. Syncope and collapse was indicated. Further information was requested. However, was not provided.